Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer does not recall her blood glucose level. Customer was working outside and might have press up against the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer declined to return the device for further analysis.